Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer heads were unable to be used with the programmer, at the test bench the programmer was able to interrogate wirelessly and non-wirelessly, using the provided programmer head as well as a known good head. It was additionally noted however that the radiofrequency programmer head connector on the programmer's link electronic module (lem) was loose and the lem printed circuit board was replaced and calibrated as a preventive. The software was also reconfigured, reloaded and updated. No other anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that radiofrequency programmer heads were unable to be used with the programmer. Multiple heads were attempted but it was not successful. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.